Event description:
The pt was in the hospital with an infection in her back; it was unclear if the device system was involved in the infection. The physician was wondering when the pt's pump needed to be refilled. The physician was redirected to the pt's pump managing physician who did have privileges at the hospital. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).